Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was freezing. The technical support specialist checked the station and found no freezing issues. It was determined that an incorrect item removal method had been used. The tss verified that the customer was subsequently removing items correctly. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 2000 had a station was freezing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.